Event description:
It was reported that the left ventricular (lv) lead was plugged into the right atrial (ra) lead port and the ra lead was plugged into the lv port on the cardiac resynchronization therapy pacemaker (crt-p). It was also reported that the ra lead exhibited a suspected fracture and far field r-wave (ffrw) oversensing and failed an atrial lead position check. It was also reported that the ra lead triggered an alert for out of range (oor) high impedance. The patient then underwent a sternotomy procedure to revise the ra lead. It was then reported after the procedure, that the rv lead had triggered an alert for oor high impedance. It was further reported that lead was not fully seated in the crt-p header. The crt-p and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4968-35 lead implanted (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.